Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
The risk manager of the hospital reported, the device implanted in (B)(6) 2010, at the hospital (B)(6), broke. The patient underwent a revision surgery in (B)(6) 2011. The device was removed and replaced by another device from a competitor.